Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the force bipolar instrument was not moving. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was on the instrument, and it was taken out of service. The event occurred while testing the instrument. The procedure was completed robotically. No fragments fell in patient and there was no patient injury. The site¿s instrument cleaning or sterilization methods has not changed recently. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Additionally, the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.121" x 0.076" was found to be broken off the yaw pulley. The broken piece was not returned. Also, the instrument was found to have a dislodged flush tube and dried residue on the clamping pulleys.